Event description:
It was reported that boston scientific technical services (ts) was asked to consult about crosstalk on the electrograms (emg). They confirmed the right ventricular (rv) lead was intermittently oversensing atrial events. Programming options were discussed. A x-ray revealed the rv and right atrial (ra) leads had pulled back a little, but not enough to cause the oversensing. There was no pacing inhibition and the patient was not pacing dependent. Later, the patient underwent a revision procedure, and the rv lead was repositioned due to there not being enough slack in the lead. The device and leads remain in service. No additional adverse patient effects were reported.